Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a loose connection between the transfer set and the patient line of the homechoice cassette. This occurred during drain five of five of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.